Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5158089, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had leg numbness from the waist down after the needle was pulled on a trial procedure. The physician suspected that the lead being up in the epidural space may have caused some compression on the spinal cord. The leads were pulled on the same day and the patients baseline walking and sensation was back to normal.